Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. Devices used for treatment. A complaint history search identified no other complaints for the part and lot combinations reported. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that a patient was revised due to persistant dislocation.